Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-07927, 2134265-2014-08021. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with an atlantis¿ sr pro 2 catheter and a sled to view an unspecified target lesion. It was noted during preparation when the physician attempted to perform automatic pullback, the mdu failed to pullback. There was no audible sound, sled was connected properly and there was no error code visible on the motor drive unit. The procedure was completed with this device by doing manual pullback. No patient complications reported and the patient's status is stable.